Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device sounded a magnet tone int he middle of the night. The patient sat up out of bed and felt chest pain, causing them to go to the emergency room. The patient was admitted and their device checked. The patient was told the device alarmed "because it was ok" and there was a discussion around magnets in the patient's room. The device toned again two days later while the patient was in the bathroom. The patient is going to continue to monitor their device for further alarms and report back to their physician. The device is still in use. No patient complications have been reported as a result of this event.